Event description:
Patient reported insulin was getting into the infusion device. Patient stated she has seen condensation within the insulin cartridge. Patient reported she dried the cartridge out yesterday and changed the cartridge but it still seems wet. Had patient remove the insulin cartridge and rinse the piston rod area and then dry it thoroughly. Had patient insert a new insulin cartridge. Assisted patient with the cartridge change procedure but she appears to be doing everything correctly. Advised to call back if concern persists. On call back patient reported she continued to have the same issue as reported. Patient stated there is still leakage of insulin within the cartridge reservoir. Patient reported receiving no other error messages. Patient stated she is on her last box of cartridges. Advised to contact customer care on monday to arrange for more cartridges to be sent. Advised patient to check her blood glucose levels regularly to ensure the infusion device is functioning correctly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged cartridge for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.